Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered lead integrity alerts (lia) for high rate non-sustained episodes and elevated sensing integrity counter (sic). Additionally, the rv lead exhibited intermittent t-wave oversensing (twos). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained from the patient¿s clinic that the rv lead was reprogrammed.